Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator was unable to effectively remove co2 despite high sweep gases. The device was changed out and the case was completed. It was unknown if there was any patient complications as a result of the event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of clots/fibrin. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood <(>&<)> gas flows) and the results are as reported below. 347 ml/min o2 xferc, 252 ml/min co2 xferc, 175 mm/hg delta pblood the reason for return was undetermined. Additional information b5: medtronic received additional information that the patient was successfully weaned from cardiopulmonary bypass (cbp) but the patient later passed away in the intensive care unit (ICU). Medtronic received additional information that the patient did not pass away due to the fusion oxygenator. The patient was weaned from cpb and before leaving the room, the patient was placed on extracorporeal membrane oxygenation (ECMO) and taken to the ICU. The patient was found to be hyper-coagulable. A clot was found by the transesophageal echocardiogram (tee). Correction d5 (oper of dev): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.